Event description:
Customer reported a pump battery would not charge without triggering a power source alert. There was no adverse impact to the customer's blood glucose level. Customer was instructed to try different wall outlets and adapters, but the issue persisted. Consequently, technical support decided to replace the pump, as it was under warranty. Customer planned to use multiple daily injections as backup therapy and was informed on how to place the pump into storage mode before returning it. The pump was to be returned using a pre-paid label within 10 days, which the customer understood.